Manufacturer narrative:
E1: initial reporter city: (B)(6). H6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach for diagnostic during a panendoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was stuck and could not be released. The clip eventually deployed after manipulation. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on january 23, 2024. Block h6 has been updated based on additional information received on january 23, 2024. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach for diagnostic during a panendoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was stuck and could not be released. The clip eventually deployed after manipulation. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on january 4, 2024. It was clarified that the clip was not able to grasp onto tissue thus the reason why the clip could not release from the catheter. This is no longer an MDR reportable event.